Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 5.0, 6.0 and 8.5 cm from the proximal end; the proximal constraint sphere was inside the distal detachment tip (ddt) with a fractured piece of stretch resistance wire (sr wire). The coil was detached from the pusher assembly. The non-penumbra microcatheter was ovalized in multiple locations along the entire shaft. Conclusions: evaluation of the returned device revealed that the sr wire of the embolization coil was fractured. This type of damage typically occurs due to improper handling during use. If the device was forcefully retracted against resistance, it is likely that damage such as this may occur. Further evaluation revealed that the non-penumbra microcatheter was ovalized in multiple locations along the entire shaft. If the ruby coil is advanced through a damaged microcatheter, it is likely that difficulty will be experienced during advancement. The ruby coils are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing the ruby coil through another manufacturer's microcatheter, the physician noticed that the patient's vessels were very tortuous. The physician encountered resistance and was unable to advance the ruby coil. While withdrawing the ruby coil, it broke inside the microcatheter. The physician removed both the microcatheter and the ruby coil. The procedure continued using another manufacturer's devices. There was no report of an adverse effect to the patient.